Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed the device could not generate negative pressure, establishing a relationship between the reported event and the device. The root cause was determined to be a defective vacuum motor. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch device had an obstruction. The error was detected by a technician during the safety test performed in alloga. No case involved. The device will be returned to tuttlingen for testing as soon as we have the case number.